Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it appears that the patient was exposed to an external emi (electromagnetic interference) source as a lead integrity alert (lia) was triggered due to high rate non-sustained tachycardia episodes and high sic (sensing integrity counter) count. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.